Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Concomitant medical products:¿ the date device returned to manufacturer was documented as 4/2/2019 on the initial report and has been updated as 4/23/2019. Additional information: investigation summary: the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis did not confirm reported issue. Unit was evaluated and pass all diagnostics and testing. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. We cannot determine what caused the user to experience the reported event. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis did not confirm reported issue. Unit was evaluated and pass all diagnostics and testing. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. We cannot determine what caused the user to experience the reported event. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer.  At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Additional product code: hrx. Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(6) reports an event as follows: it was reported that the vapr 3 generator and foot pedal need service/calibration. They didn't function in their first-time use. It was mentioned that the cautery and ablation wouldn't work. It was discovered during shoulder arthroscopy. They plugged the same wand into a new console and it functioned properly. The case was completed successfully by using a backup unit but there was less than five (5) minutes of surgical delay reported. No fragments were generated. The patient consequence details are unknown. This report is for a vapr3 generator *ea. This is report 1 of 2 for (B)(4).